Event description:
Reportedly, the instrument did not cut completely. The surgeon manually dilated the rectum and manually cut the tissue. A colostomy was performed and the patient will need another operation.